Manufacturer narrative:
Addition h6: code 213-a review of the manufacturing records for the device verified that the lot met all pre-release specifications. Addition h6: code 22.

Manufacturer narrative:
According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak, aortic expansion (e.g., aneurysm), and reoperation.

Event description:
The following was reported to gore: on (B)(6) 2014, this patient underwent endovascular procedure to treat a descending thoracic aortic aneurysm. Reportedly, y-shaped graft replacement for an abdominal aortic aneurysm was previously performed, and debranching of the four abdominal aortic branches was performed. A conformable gore® tag® thoracic endoprosthesis (ctag) was deployed as a distal device, and its distal portion located in the y-shaped graft. A non-gore stent graft (relay) was deployed as a proximal device. An aortic extender component of a gore® excluder® aaa endoprosthesis was deployed over the junction of the two thoracic stent grafts. The procedure was completed, and the patient tolerated the procedure. Follow-up examinations showed that the aortic aneurysm was gradually enlarged. Onset date was unknown. A type iii endoleak from the junction or a distal type I endoleak was reportedly suspected but was not confirmed. On (B)(6) 2020, re-intervention was performed to treat the aneurysm enlargement with the suspected endoleak. It was reported that intraprocedural angiography was not able to identify an endoleak site, and the physician reported that a leakage site was unknown in this case. Two conformable gore® tag® thoracic endoprostheses were deployed, and their distal end was located distal to the previously implanted ctag and their proximal end was located inside the relay. The procedure was completed, and the patient tolerated the procedure.